Event description:
It was reported that a flogard infusion pump was observed with a damaged power supply. This event was noted outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician for a separate condition (B)(4). The field service technician performed a visual inspection and an event history log review. The reported condition of a damaged battery supply was confirmed during the device evaluation. The cause was unable to be determined with the provided information. The device was serviced and restored to a good working condition.